Event description:
When consumer was inserting the tampon she noticed some discomfort, so then she pulled the string she noticed there was something wrapped around the string. She described it as a green piece of the applicator that was still around the string when she pulled it out, like a bead on a bracelet string. She did claim it slightly scratched her but was not concerned, and it has already healed.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Device not returned.